Manufacturer narrative:
Report date: 11feb2019. Date rec'd by MFR: 30jan2019. The touchscreen was returned to philips for failure analysis. Failure analysis revealed that the resistance ratio was out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 14nov2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported a touchscreen malfunction. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 05dec2018. Date of manufacturer: 03dec2018. Philip's field service engineer (fse) replaced the touchscreen to address the reported issue. The required safety tests were performed. The unit is fully functional and ready to return to service.